Manufacturer narrative:
One 4.5 ultra pk footprint anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken off at the suture eyelet and not returned for examination. Inserter shows no damage. Dimensional assessment of the anchors major diameter found it within print specifications. The condition of the anchor indicates it was subjected to excessive force during insertion. Excessive force during insertion can cause failure of the suture anchor or insertion device.

Event description:
It was reported that during the shoulder cuff repair surgery, the screw was found to be broken when fixing the anchor and tightening the suture. All the pieces were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.